Event description:
It was reported that the customer experienced a hypoglycemic event and required medical intervention from emergency medical services. The blood glucose reading was 38 mg/dl at the time of the incident. The customer perspired and was treated with a glucagon, but then she began to have a seizure. The customer did not recall any significant events leading to the event. She stated that she perceived the cause of low blood glucose was increased activity and improper eating the night prior. She had also had surgery on her hand the week before. She stated that the issue was not an insulin pump malfunction and that it had been due to her actions. At the call, the customer also reported discrepancies between the blood glucose reading, 140 mg/dl, and sensor glucose readings, 70 to 90 mg/dl, noting that the threshold suspend was set to suspend at 40 mg/dl. She stated that the insulin pump was fine and that the continuous glucose monitoring system was not working. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.